Manufacturer narrative:
The sample was discarded and the lot number is not known.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) problem of a leaking transfer set during fill 1. The home patient (hp) stated the transfer set was leaking and she called her nurse who advised her to end therapy. Initially, no pt injury or medical intervention was reported. During a f/u call in 2009, the nurse was unsure of when during therapy the pt noticed the leak. The leak was not from the transfer set, but rather from a hole in the tubing of the catheter. The pt was given antibiotics and was currently in the hospital for peritonitis. The nurse was also stated the cause of this leak was probably from the pt pulling on the catheter and there have been several disconnects in the past (around 4 events; however no dates were given). Reportedly, the cause was that the tubing gets caught in the pt's wheelchair and separates. One of the instances of separation caused peritonitis.